Event description:
It was reported that prior to a scheduled filter retrieval, the filter was observed to have caudally migrated by two vertebral bodies. The filter had tilted approximately 90 degrees, with the apex embedded in the caval wall. Some of the filter limbs had perforated the caval wall. However, no extravasation was seen. Retrieval attempts were unsuccessful and the filter remains implanted. The patient was reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.